Manufacturer narrative:
The received device had the cannula assembly not deployed. The download data showed that the device completed 45 first prime pulses and was deactivated at 55 pulses. A drive stall occurred and the ratchet gear stopped rotating which prevented the needle mechanism from deploying as intended. The hook switch cups were damaged while attempting to download the pod data, thus, the device could not be rerun properly, and a root cause for the drive stall could not be conclusively determined. Inspection of the drive components found no other abnormalities that would cause a drive stall. No other defects or deficiencies were found that would prevent the needle mechanism from deploying as intended. Correction to d(4): lot number changed from unavailable to l45184. Catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 4/10/21. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 10/10/19.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the needle did not deploy. The pod was not worn.